Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified common iliac artery (cia). A 7.0-40, 135 wanda¿ balloon catheter was advanced for pre-dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed using a 7.0x40 non-bsc balloon catheter. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the returned device was attached to an encore inflation unit and subjected to positive pressure; a pinhole was identified in the balloon material located approximately at the middle of the proximal markerband. The markerbands, balloon material and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified common iliac artery (cia). A 7.0-40, 135 wanda¿ balloon catheter was advanced for pre-dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed using a 7.0x40 non-bsc balloon catheter. There were no patient complications reported and the patient's status was good.